Event description:
It was reported that the insulin pump switches off alone without alarming. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly. No blank display was noted. All operating currents are within specifications. The insulin pump passed the self-test and displacement test. The insulin pump had had cracked belt clip slot, cracked reservoir tube lip, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.